Event description:
The customer contact reported that the plum a+ devices at the user facility have a delayed key pad response time, while programming the device. It was reported that when the user presses the keypad to enter 10 there is a slight lag time. If the user is impatient and presses 0 again then 100 shows, instead of the intended 10. The biomedical department stated they are not aware of any keypad issues with any of their plum a+ devices. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.